Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. A visual nor functional inspection of the product code involved in the complaint could not be conducted since the product was not returned. A complaint history review was conducted on the catalog number in question from (B)(6) 2019 to (B)(6) 2020. Three complaints were received for the same issue. No issues or discrepancies were found in the device history record of product code d-7016m4k/batch 74l1803345 that can be related to the failure mode reported. An nc that is not related to the failure mode reported was issued. Incoming inspection records for suture and needle were reviewed, no issues or discrepancies were found on the incoming inspection records of the suture and needle involved in the assembly of product code d-7016m4k/batch 74l1803345. A corrective action cannot be implemented due to the lack of product sample to perform a proper investigation to determine a root cause. The customer complaint cannot be confirmed since the product involved in the complaint notification was not provided to perform a proper investigation. Once that the sample become available this complaint report will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the needles were popping off pre-maturely.